Event description:
During follow-up, inappropriate defibrillation therapy due to a supraventricular tachycardia and pacemaker mediated tachycardia were noted on the device. Abbott technical support was contacted and confirmed the event. Reprogramming of the device was suggested to resolve the event. The device was working normally according to how it was programmed. No device malfunction was alleged. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.